Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00340, 3005168196-2017-00341, 3005168196-2017-00342, 3005168196-2017-00343, 3005168196-2017-00344, 3005168196-2017-00345. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a cavernous carotid fistula using penumbra coils 400 (pc400¿s) and px slim delivery microcatheters (px slim). During the procedure, while attempting to advance the initial pc400s through a px slim without a rotating hemostasis valve (rhv) and continuous flush, the physician experienced resistance and the coils would not advance through the px slim. Therefore, the px slim and pc400s were removed. The physician then opened a new px slim and attempted to advance new pc400s; however, resistance was encountered again and the pc400s would not advance through the new px slim. Therefore, the pc400s were removed. It was reported that after connecting the px slim with a rhv, a flush line and holding the hub of the px slim straight, the procedure was completed using additional pc400s and the same px slim. There was no report of an adverse effect to the patient.